Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported issue was not able to be duplicated. Event log history was performed and indicated that power down, pump turned off, pump turned on and upstream occlusion detected alarm messages were recorded in history. Service will replace the downstream occlusion sensor and upstream occlusion sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was double beeping. There were no reported adverse events.